Event description:
Boston scientific crm received information that this device, which was implanted for 6.5 years, had triggered the end of life (eol) indicator and reverted back to storage mode. During the changeout procedure, electrocautery was utilized and the field representative inquired if the device would sense the electrocautery while in storage mode. No adverse pt effects or product performance allegations have been received regarding this device. The device was successfully replaced and returned.

Manufacturer narrative:
Upon receipt at the post market quality assurance laboratory, a longevity calculation was performed, which revealed that this device met expectations to the display of the elective replacement indicator (eri). However, it was discovered that the time between the eri and eol indicator was shortened due to a high current drain. Analysis was performed in an attempt to re-create the high current condition, however, was not successful. Therefore, the cause of the shortened time frame from eri to eol could not be determined.